Event description:
A vns patient called and reported that she doesn't feel like there is very much knowledge re: vns. She wants to have her vns explanted. She reports that she had a major seizure and was knocked unconscious with a confirmed concussion at her residence and taken to (B)(6). She now needs assistance moving around whereas she didn't before. Patient states was diagnosed with rhabdomyolysis and was concerned about the vns causing this. She was going for a referral for removal as she simply has had many questions about vns and some of the events she is experiencing and has not had adequate answers and this is one way she is able to ask the questions. She states she does receive efficacy from vns however, she doesn't know what happened with vns when she had her seizures and got a concussion. The patient states this happened, "same time last year". The patient reports she will occasionally have seizures however, none requiring hospitalization. Good faith attempts are underway for further information about the reported events. Thus far no further information has been attained.

Event description:
Good faith attempts have been made and no further information has been attained.

Event description:
Additional information was received that the patient had a surgical consult and she was told that her vns does not need to be replaced. Therefore no interventions are planned.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) corrected data. Supplemental 02 should have had the date (B)(6) 2013 not 2012.